Event description:
It was reported that the patient implanted with this device expired. The device reached the elective replacement time 2 days after the patient expired. The clinician who phoned in the information indicated that the patient had "various health issues" and that they suspect the device had premature battery depletion. The cause of death is unknown and has been requested. No previous complaints or allegations against this device have been received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information has been requested, including the function of the device at the time of death, the cause of death and circumstances surrounding the death, this information has not yet been made available. The device had been implanted 7.5 years and the battery voltage value and battery impedance value given by the caller fall withing the normal range, but additional information has not been provided at this time.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information has been requested, including the function of the device at the time of death, the cause of death and circumstances surrounding the death, this information has not yet been made available. The device had been implanted (B)(6) and the battery voltage value and battery impedance value given by the caller fall within the normal range, but additional information has not been provided at this time. No additional information is known about the death of the patient. The patient was dead on arrival to the hospital. The patient had been lost to follow up and little is known about other health problems. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, all conductors are stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information has been requested, including the function of the device at the time of death, the cause of death and circumstances surrounding the death, this information has not yet been made available. The device had been implanted 7.5 years and the battery voltage value and battery impedance value given by the caller fall within the normal range, but additional information has not been provided at this time. No additional information is known about the death of the patient. The patient was dead on arrival to the hospital. The patient had been lost to follow up and little is known about other health problems.